Manufacturer narrative:
An outside of united states (ous) customer reported falsely depressed x-urinary/cerebrospinal fluid protein (xucfp) patient sample (1 patient) result obtained on an atellica ch 930 instrument. Quality controls were in range during the time of the event. The customer confirmed that the assay involved was a non-siemens reagent run on the open channel. Customer is not alleging that the cause was related to an instrument issue. System is fully functional. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed x-urinary/cerebrospinal fluid protein (xucfp) patient sample (1 patient) result was obtained on an atellica ch 930 instrument. The initial result was reported to the physician(s), who questioned the result. The same sample was repeated on an alternate analyzer. The repeat results were higher than the falsely depressed result. The repeat results were reported to the physicians. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed x-urinary/cerebrospinal fluid protein (xucfp) patient sample.